Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 400 mg/dl. She took an injection shot to correct her blood glucose level. The customer noticed an air bubble in one of the tubing. The customer was tired. The high pressure test passed. The customer did not feel safe with the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump had cracked display window corners, a cracked belt clip slot and a cracked reservoir tube lip.